Event description:
Information received by medtronic indicated that the insulin pump select button was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the keypad overlay found on (B)(6) 2022. Insulin pump alarmed critical pump error after battery installation. The thump software was unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to pcba 1 and pcba 2 during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage. Cosmetic damage at the keypad overlay was confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.